Event description:
The pt was injected with hydrelle in the nasolabial fold on (B)(6) 2009. On (B)(6) 2010, the pt developed a knot under her nasolabial fold. The pt was treated with vitrace.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.